Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the insulin pump buttons are not responding. Customer's blood glucose level was unknown. Customer states the insulin pump had frozen display. Customer advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.